Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with several a47 alarms due to a corrupted history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that various alarms were received on the customer's insulin pump. The customer's blood glucose was 251 mg/dl, which was treated with a bolus. Troubleshooting was performed. The insulin pump had been stored for an extended period of time. A self-test was performed and passed. It was advised that the insulin pump would need to be reprogrammed. It was later stated that the insulin pump required that the time and date and settings be reset more than three times. The customer's blood glucose at that time was 257 mg/dl and was treated with manual injection. Nothing further was reported.